Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer was attempting to look at the history file of the bolus on the device and when he pressed the act button to access the file nothing happed. Customer's blood glucose was 125 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button respond due to corroded keypad traces. No button error alarm or frozen screen noted during testing. The device had minor scratches on the lcd window and broken battery tube threads.